Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a patient whom suffered an over infusion of the expected rate. The total fill volume was 115 ml and was administered in 24 hours, instead of 46 hours. The product contained fluorouracil and heparin. The patient suffered pain in the belly, however, the patient was not hospitalized. Additional information was requested but was not provided.